Manufacturer narrative:
The t:slim user guide states that the user must tap 1¿2¿3 in sequential order to unlock the pump. If the user does not press 1¿2¿3 in sequential order, the pump will force the user to restart the unlock sequence from the beginning. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump screen would turn off when an attempt to unlock it was made. The customer's blood glucose (bg) level was 200-300 mg/dl and insulin injections were used to address the bg level. Tandem territory manager met with the customer and found that customer had inadvertently tapped the touchscreen 3 times outside of the expected perimeter and by doing this the pump screen turned off. The customer acknowledged and the issue was resolved.